Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented to the electrophysiology lab with bradycardia. The physician suspected premature battery depletion of the implantable cardioverter defibrillator, although a battery performance alert was not observed. The device was explanted and replaced. The patient was discharged.